Event description:
The patient claimed she could not resolve the multiple call service alarms on the animas insulin pump on the night of (B)(6) 2012 and subsequently had elevated blood glucose reading of 454 mg/dl. That night she went off of insulin pump therapy and took 6 units of humalog and 27 units of lantus via syringe. When she awoke, her blood glucose was still elevated at 458 mg/dl. She was vomiting and tested positive for ketones while she sought medical intervention at the hospital. During troubleshooting, the patient indicated she could not resolve the call service alarm issue. She tried several infusion set tubing, new cartridges, and sites without resolution. In addition, she had occlusion prior to the alarms. In the process of priming the pump, the patient reportedly could hear the motor sound slowing followed by the call service alarm. The subject pump lost power the next day. The patient did not have her animas products at the time of the call when she was in the ER. This complaint is being reported because, the patient had elevated blood glucose and tested positive for ketones while she had call service alarm issue with the animas insulin pump. The patient was able to go to her backup plan but still required hcp medical intervention for elevated blood glucose the following day.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed several "occlusion" alarms with unidentified high force that was never cleared on the reported event date. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. An "ezprime" operation was performed and no "call service" alarms emitted. The force sensor was found to pass calibration. No delivery defects were found with the pump. No occlusion alarms were duplicated during testing.